Manufacturer narrative:
Reliability analysis inspected two opened enlite sensors, and performed testing. Both sensors passed per specification, with accurate readings. Both sensors had bent cannulas. However, we are unable to confirm that the customer received the sensors in said condition due to the product being open when returned.

Event description:
The customer reported a bad sensor alert. The blood glucose reading was 190 mg/dl. The bad sensor alert occurred after a second consecutive calibration error. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.